Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly (pcba). After replacing the main pcba, the issue was resolved. The fsr performed the user verification test and operational verification procedure. The fsr reported the unit meets service specifications. The suspect component has been returned to carefusion for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer performed troubleshooting, but the issue was not resolved. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
. Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root case was due to degraded transducers within the assembly (pt 801 and pt 802). The exhalation pressure transducer (pt801) and exhalation differential pressure transducer (pt 802) have recorded faults on the events log and failed calibration. This issue will be internally investigated within vyaire.